Event description:
A power source alert was reported by the caller when using a tandem charging cable connected to a car usb port. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by plugging the wall adapter into a working outlet and trying a different charging cable, the problem persisted, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.